Event description:
The customer reported falsely depressed alinity c total bilirubin results for a patient sample when compared to other instrument platforms. The following data was provided: patient result on alinity c: on (B)(6) 2022 at 19:20: total bilirubin: 10.5 umol/l. Retest on (B)(6) 2022 at 10:34: total bilirubin: 10.8 umol/l. Normal range: total bilirubin: 3.4 - 20.5 umol/l. Patient result on dxc700: on (B)(6) 2022 at 9:08: total bilirubin: 23.62 umol/l / direct bilirubin: 4.94 umol/l. Normal range: total bilirubin: < 17 umol/l. Patient result on bt450: on (B)(6) 2022 at 07:14: total bilirubin: 22.36 umol/l normal range: total bilirubin: 8.5 - 17 umol/l there was no impact to patient management reported.

Manufacturer narrative:
All available patient information is included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Updated d4 - lot no: old: unknown / updated new: 60776uq10.

Manufacturer narrative:
The complaint investigation for falsely depressed alinity c total bilirubin results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. A review of tickets determined there is normal complaint activity for lot number 60776uq10. A review of tracking and trending data did not identify any related trends for the product for the issue. The device history records were reviewed and did not identify any non-conformances or deviations associated with lot 60776uq10 and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for alinity c total bilirubin reagent lot 60776uq10.h4 - device mfg date - initial: blank / current: 12/10/2022. D4 - expiration date - initial: blank / current: 03/31/2023.